Event description:
It was reported that there was a cgm error 42. There was no reported impact to the customer¿s blood glucose level. The customer disconnected the call, and subsequent attempts by technical support to reach them were unsuccessful, as they had already spoken with another representative.